Manufacturer narrative:
Follow-up # 1 date of submission 12/19/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/09/2013 with the following findings:a review of the pump¿s history showed no alarms outside of normal use. During testing, the pump powered on and displayed the verify screen. The display screen was fully illuminated and there was no discoloration. The blank screen was not duplicated. The pump cover was opened and an internal component was found to be not properly soldered.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a display (blank screen) issue. The reporter stated the display screen had gone blank; but the pump still made audible tones and vibration. This complaint is being reported because the alleged complaint was not resolved with troubleshooting. There was no indication that this complaint contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).